Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a hot axios stent was implanted in a transduodenal position during a choledochoduodenostomy procedure performed on (B)(6) 2018. According to the complainant, on an unknown date following the procedure, the patient presented with unknown symptoms. A follow-up exam revealed that the stent had migrated out of the bile duct and into the duodenum. The stent was removed from the patient during the follow-up exam. There were no further patient complications reported as a result of this event.